Event description:
Service report shows 840 ventilator with a flickering display. The malfunction did not occur during pt use.

Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) replaced the liquid crystal display (lcd) panel. The unit passed extended self-testing.